Event description:
During procedure, it was reported that the stent was caught within the clot and could not be retrieved. After pulling and pushing, the stent detached and remained in the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The pushwire has been evaluated, but the cause could not be determined. Stent separation. (B)(4).